Event description:
It was reported that a patient experienced a break in aseptic technique further described as the patient did not wear a mask during peritoneal dialysis (pd) therapy, which caused peritonitis. It was unknown if the patient was hospitalized for the peritonitis. The patient was treated with vancomycin injection (2 gram (gm), frequency not reported) intraperitoneally (ip), fortum (1 gm, daily, ip up to 14th day) and heparin (2 ml, every exchange) for peritonitis. The patient was recovered from the peritonitis. The action taken with pd therapy was not reported. Additional information was requested but is not available at this time.

Manufacturer narrative:
Complaint no: (B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.